Manufacturer narrative:
Section a2,a3, a4,and a5: unknown, asked but not available . Section b3: date of event: unknown, not provided, but the best estimate date is between 07/21/2021 and 09/08/2023. Section d6a: not applicable as the lens was not implanted. Section d6b: not applicable as the lens was not implanted; therefore, not explanted section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) interior of the iol boxes may have been ok, but the iol and shipping boxes were damaged and the customer didn't trust the integrity of the product. The occurrence that occurred during the receipt of the product. There was no patient contact. No further information is available.